Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the xp-4000 could not attach to the blade due to the broken handle. A replacement unit was used to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the device was returned in two pieces: the suction cup assembly and the tube, the interlinking arm and mount. The suction cup assembly had been detached from the interlinking arm. Based upon the received condition of the device, the reported complaint "broken handle" was confirmed. Internal file number - (B)(4).